Event description:
During a standard treatment an electrical dental handpiece got hot and burned the pt on cheek to the size of the back cap. The pt was given chlorhexidine antibiotic rinse for the burn and healed completely.

Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and burned the pt on cheek to the size of the back cap. The pt was given chlorhexidine antibiotic rinse for the burn and healed completely. During the analysis of the handpiece it was found that it had a medium debris level, the bearings have been grinding and binding. It heated up quickly during test run. User instruction request a test run before each use and states that the handpiece mustn't be used if it runs out of specification. Exemption number: (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4) (the importer).